Event description:
It was reported that the device had iui male (right), communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui-male (right) communication failure was confirmed. Received on 03-jul-2025, lvp device was received unboxed and with paperwork. Lvp was attached to a pcu test module, and the unit was not able to obtain a channel ID due to a misaligned motor control board. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Workmanship at bd manufacturing. Noted issue(s) were corrected in bd san diego operations lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Additional information: annex a: a050701. Annex g: g02005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of iui-male (right) communication failure was confirmed. Received on 03-jul-2025, lvp device was received unboxed and with paperwork. Lvp was attached to a pcu test module, and the unit was not able to obtain a channel ID due to a misaligned motor control board. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Workmanship at bd manufacturing. Noted issue(s) were corrected in bd san diego operations lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui male (right) - communication failure. There was no patient involvement.